Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 300 mg/dl. Customer stated that the keypad was also unresponsive. Customer stated that the pump was not exposed to moisture or dropped. Alarm could not be cleared due to numbers scrolling on the screen and none of the buttons working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no down arrow button response due to moisture damage on the keypad traces. The functional testing could not be performed due to the unresponsive button. No display anomaly was noted. The insulin pump had a cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the display window.